Manufacturer narrative:
(B)(4), lens would not seat properly in the eye. (B)(4).

Event description:
It was reported, the surgeon inserted a cq2015a silicone plate lens and could not get it seated properly in the eye. The lens was removed without any patient injury and another same model lens was implanted. The reporter stated, the incident is the result of a loading error.